Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl pt/paddle connector was broken and/or malfunctioned. There was no reported pt impact.